Event description:
On (B)(6), 2012 I purchased a gum brand kids toothbrush for my three year old at (B)(6) food store in (B)(6). The package was completely sealed and not tampered with when I opened it. I removed it from its package as soon as I got home because my daughter wanted to play with it, for she was excited to have this toothbrush. When I removed it, I ran my finger down the bristles and a puff of fine powdery smoke flew into the air. Thinking it was just dirty, I started to boil it. I also called the company hot line to inform myself about what it was that my daughter almost put in her mouth, although I still thought it would turn out to be harmless. The company themselves panicked. They quickly asked for the store that I bought it from and said they needed to do a recall. They told me they could not tell me what it was, but it was not safe, therefore, I thought I should email you this concern. The gum company wanted me to hand over the toothbrush for lab work, however, I refused. I tightly sealed it in a bag and I still have it which I could release to you for your own lab work. The company did not take my name or number, so I'm sure they have no intention of informing me of the result. The toothbrush I have has been boiled so I don't find much more harm in it or probably any use to you, but I also have the package it came in. I am really uncomfortable about having it in my house and would like to throw it away as soon as possible because I have three children, yet I'm torn whether I should hold onto it for any further investigation that may be swept under the carpet by the company itself. (B)(4).